Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recw2184 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (recw2184) have been reported from the same facility in the (B)(4).

Event description:
It was reported that the PICC fractured during use. No other information regarding the fracture was provided.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a fractured catheter was confirmed and the cause appears to be use related. The product returned for evaluation was a 4fr s/l powerpicc solo catheter. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a split was observed between the molded joint and 0cm depth marking. The catheter split was typical of flexural fatigue, and the characteristics observed which supported this type of failure included: ¿ damage which was circumferentially aligned ¿ fracture edges which were rounded and polished due to repeated material wear ¿ 'c' shaped impressions leading into the fracture site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together ¿ overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing) an examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. Reference faqir 990179 for further information about this failure type. A lot history review (lhr) of recw2184 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (recw2184) have been reported from the same facility in the UK.

Event description:
It was reported that the PICC fractured during use. No other information regarding the fracture was provided.